Event description:
Info received indicates when the head section up button is pressed, the head section will rise around six inches and stop, but when the head up button is released, the head section will go back down on its own.

Manufacturer narrative:
The technician found that the head torque cage and CPR housing on the head drive assembly has come apart. The technician re-engaged the head torque cage to the CPR housing and replaced the strain relief to repair the bed.